Manufacturer narrative:
This report is being filed on an international product has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect anti-hcv reagent has generated a false non-reactive result on a patient sample. The initial result was reactive s/co 7.73). The retest result was non-reactive (s/co 0.04). The account is questioning the non-reactive result. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4), evaluation - device not returned. Retained kit testing met all specifications. The customer observed an initial reactive test result (retest was non-reactive), when using architect anti-hcv, list number 6c37-30, lot number 70511hn00. Since no sample were available the following protocol will address precision testing for a file kit of architect anti-hcv, list number 6c37-30 (relabeled in (B)(4) to 6c37-36), lot number 70511hn00. For investigating the customers observation a retained sample (reagent kit stored at abbott laboratories) of lot number 70511hn00 was evaluated by first performing a calibration with three replicates of calibrator and one replicate of negative and positive control. The results generated for the negative control and positive control values are well within the specifications stated in the respective package insert. As part of our investigation we have reviewed the complaint and manufacturing records for lot number 70511hn00. This review did not identify any problems relating to the customers observation. Based on our investigation, we have determined that architect anti-hcv, list number 6c37-30 (6c37-30 is relabeled in (B)(4) to 6c37-36), lot number 70511hn00, identified in the customers complaint, is performing acceptably.

Event description:
Alleged the head section is drifting down.